Manufacturer narrative:
The lead was returned and visual examination revealed no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the clinic with an infection. Purulent drainage (pus) was noted at the device pocket site. An echocardiogram (echo) was performed; however, the results were not provided. The implantable cardioverter-defibrillator (ICD) system, including the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads, was explanted. The patient remained stable throughout the procedure.